Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels of 540 mg/dl and moderate levels of ketones. A correction via mdi was administered and correction boluses were delivered to address bg. Suspected cause was an undefined issue with the control iq (ciq) software. A system check was performed was performed and the pump performed as intended. The pump data was reviewed and the ciq software was found to be operating as intended. It was also observed that the customer may not have been setting up the correct sleep activity in the ciq software on certain days. After an infusion set site change was performed on the afternoon of (B)(6) 2020, the customer¿s bg levels stabilized.